Event description:
As reported by legal team, this (B)(6) male patient has been experiencing pain and tightness in both knees right knee to be revised in the future. Left knee was revised for potential wear.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by legal team, that a 62 y/o male patient with bilateral tka has been experiencing pain and tightness in both knees. Right knee to be revised in the future. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation, this patient had bilateral knee replacements on (B)(6) 2016. They had their right knee revised on (B)(6) 2022, approximately 6 years, 8 months after their initial procedure. Postoperative diagnosis: polyethylene particulate debris-included synovitis and osteolysis. Right total knee replacement in the exactech recall group. Findings of procedure: at the time of surgery there was extensive thickened pseudomembrane with evidence of chronic synovitis. There were no signs of infection. Tissues was sent for microbiology and pathology. There was extensive wearing on the posteromedial aspect of the tibial polyethylene. There was found to be debonding of the femoral component from the cement. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information has been received. As such, the investigation has been re-opened, and the following sections have been updated: b3, b4, d6a, d6b, h2, h6. Further information or investigation results will be reported within 30 days of their receipt.

Manufacturer narrative:
H6. Investigation results-update due to receipt of additional information: the revision reported was likely the result of the patient¿s pain, possible wear of the tibial insert and patella, and aseptic (non-infected) loosening of the femoral component. The cause of the prosthesis wear and femoral loosening cannot be determined because the revised components were not returned for evaluation and no x-rays or photographs were provided. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. These devices are used for treatment not diagnosis. There is no additional information available.